Event description:
The customer reported that the system locked-up and displayed an x-ray disabled error message. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller board was replaced. The system was then found to be operating as intended.